Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not give low battery warning, diminished battery life from day one use, diminished battery life to less than a week, rejects new batteries and broken belt clip. Customer's blood glucose value was unknown. Customer declined troubleshooting. The device will not be returned for analysis.